Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05051. The pt received his scs system on (B)(6) 2011 including two percutaneous leads (from different lots). When the pt switches programs the amplitude can be increased, but automatically decreases and shuts off. The pt is scheduled to meet with an sjm rep to troubleshoot the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.